Manufacturer narrative:
Product evaluation: pre-repair temperature testing was unable to be performed, as the device was not working when it arrived in service and repair. Evaluation and repair in progress.

Event description:
It was reported that during an ess the handpiece produced noise during the procedure, did not rotate well and also overheated. There was no patient impact; the procedure was completed with reported device.

Manufacturer narrative:
Date of this report: 07/20/2016. Date manufacturer received: 09/30/2016 . Product evaluation: service and repair found that the device would not work; the motor was seized. The rotating disc, gear, shaft and lock are worn. The motor cable may require replacement. Method: actual device evaluated. Conclusion: unable to confirm complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.